Event description:
It was reported that during device preparation and prior to use in the procedure the 3.5 x 8 mm trek balloon dilatation catheter (bdc) was flushed, air bubbles were seen and a hole was noted in the balloon. There was no patient involvement. The device was not used. A different device was used in the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.